Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had been having issues with intermittent questionable patient results for ise indirect na, ci for gen.2 (sodium and chloride) on a cobas 6000 c (501) module - c501. The sodium values were low and the chloride values were high. The customer stated that they had the issue happen with three or four patient samples on (B)(6) 2017 and one patient sample on (B)(6) 2017. The customer stated that they changed the diluent and potassium chloride system reagents, then calibrated twice. Calibration and quality controls were fine. The customer provided data for the patient sample that was tested on (B)(6) 2017. Of the provided data, an erroneous initial result for chloride was reported outside of the laboratory. The sample initially resulted with a chloride value of 135.6 mmol/l accompanied by a data flag. The sample was repeated on an integra analyzer, resulting as 105 mmol/l. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected as the erroneous result was not provided to the physician prior to correction. The chloride electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that there was a broken nozzle cover and a misaligned sipper probe. He replaced the nozzle cover and sipper probe. He realigned the sipper probe and decontaminated the ise tubing. He increased the rinse fluidics of the ise rinse station. He ran successful ise checks, precision studies, and quality controls.